Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and myocardial infarction (mi) are listed in the instructions for use, as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing or design and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that approximately thirty seven months post stenting procedure in the mid left anterior descending artery with one 2.5 x 18 xience v stent, the patient was hospitalized with chest pain and diagnosed with a non q-wave myocardial infarction. Treatement included nitroglycerin, plavix, coreg and supplemental oxygen. Cardiac catherization revealed patent index stent with a new 99% ostial lesion in the septal left anterior descending artery. The left anterior descend artery was too small for intervention. The patient's condition resolved and the patient was discharged on (B)(6) 2010. There was no additional information provided.